Event description:
It was reported that a small volume folfusor that was filled with fluorouracil (not baxter product) did not infuse while connected to a patient. There was no patient injury, medical intervention or adverse event associated with this issue. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date was between december 2, 2013 ¿ december 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.